Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j10872r28, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 26-jul-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 1 mg/ml via an implantable pump. It was reported that during a routine pump replacement, they found the patient's catheter to be non-patent and unable to aspirate. A back table prime was performed and the pump was replaced as normal. The physician stated that the patient was on a low dose and had no complaints with their therapy and did not feel it to be necessary to perform a total catheter revision at this time. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they attempted to aspirate via the catheter access port. No actions and interventions were taken to resolve the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.